Manufacturer narrative:
(B)(4). The cause of this peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a report of a home patient (hp) who was diagnosed with peritonitis, experiences sepsis and then passed away. Unknown treatment was rendered. It was not reported if an autopsy was performed. The cause of death was reported to be sepsis. Additional information was requested but not provided.